Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ ss ext/1y/mp/std/20cm/pb has been found deformed after use. The following has been provided by the initial reporter: the male part and the screw part of the luer lock didn't move.

Event description:
It has been reported that one bd¿ ss ext/1y/mp/std/20cm/pb has been found deformed after use. The following has been provided by the initial reporter: the male part and the screw part of the luer lock didn't move.

Manufacturer narrative:
H.6. Investigation: when I checked the actual product, I couldn't move the lock ring at the tip as requested. When the lock ring was pushed strongly back to the upstream side, the lock ring moved and became usable without any problems. The luer connector and the inside of the lock ring are partially provided with a stopper (convex) to prevent the lock ring from retreating when the lock ring is positioned at the tip. In this event, when the lock ring is moved to the distal end side, an excessive force is accidentally applied at the rotation position where the respective stoppers (convex portions) meet, and the stopper inside the lock ring is. It is estimated that the lock ring could not be moved because it got on the stopper. No anomaly found on DHR.